Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had motor error and experienced high blood glucose level of 400 mg/dl. Customer treated with a pen. The customer had gone through four infusion sets and reservoirs that day. The reservoir was not returned for analysis.